Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed on 5/18/1998 without incident. Approx three months post procedure, the pt returned with pain, urinary retention and urethral erosion of the sling material. The sling was removed without incident. A martius flap procedure was performed to repair a fistula in the urethra. There were no pt complications. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "urinary retention or temporary or permanet lower urinary tract obstruction may result from over correction induced during a urethral sling procedure...loss of fixation and/or visualization of implanted graft materials. A variety of materials utilized with soft tissue implants have been known to cause cancer and other adverse reactions such as tissue sensitivity and tissue erosion."